Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture with high thresholds. The physician decided to surgically abandon and replace this lead. It was also mentioned that the lead appeared to be frayed. No additional adverse patient effects were reported.